Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced a burn from an appropriate treatment shock. The patient's nurse applied medicated gauze to the burn mark. It was reported that the burn was improving.